Event description:
A distributor reports that as a customer prepared a lumenis one laser system, the machine was powered-up, the technician briefly left the room, then heard an audible bang from the set-up area. Upon returning to the room, the user reported observing smoke coming from the system. The system was disconnected and subsequently removed from service. No patients were reportedly present during the event, and no reported collateral damage.

Manufacturer narrative:
A review of subject device DHR by a lumenis engineering team found that the system met all manufacturer specifications and no relevant assembly discrepancies were observed during the review. A detailed examination of the subject device by a lumenis technical expert found that the specific affected component was a cracked water tube fitting connector. The cracked connector resulted in a leak that caused a short circuit in an adjacent power supply. This is the determined cause of the reported event.